Event description:
It was reported that during insertion of the iab through the introducer sheath, the balloon unwrapped slightly, but insertion was successful. Then 48 hours later, blood was noted in the helium tubing. The iab was removed without any complications.

Event description:
It was reported that during insertion of the iab through the introducer sheath, the balloon unwrapped slightly, but insertion was successful. Then 48 hours later, blood was noted in the helium tubing. The iab was removed without any complications.